Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. Reportedly, part of the usb plug is stuck into the pumps usb charging port. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not charging issue was verified, but the usb cable not charging issue could not be verified as not cable was returned.